Event description:
Patient expired during implant procedure. The patient was being monitored with a bis brain activity monitor during the procedure (this is routine procedure at this facility). During initial wire manipulation the bis system indicated evidence that the patient may have thrown a blood clot. During attempts to gain access for device deployment a pta procedure was performed. During the pta procedure the patient became hypotensive, with a bp of 44/34. No rupture or extravasation was ever identified. Patient blood pressure fluctuated throughout the procedure. Access could not be achieved and the physician proceeded with an retroperitoneal cutdown; sewing a conduit to the right common iliac artery. During device introduction and graft deployment the conduit was avulse from the artery. The graft was deployed without further incident. After device removal, as the physician was repairing the artery, the patient coded at least twice. Standard life-saving attempts were made, however the patient expired on the table. During the procedure blood loss of 1500-2000 cc were noted, however the patient received 8 units of blood. The source of the blood was never identified. An autopsy will be performed.